Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log biometric identifier was not working. A field service engineer replaced solid state drive per technical support centre request. Attempted to install version 1.7.3 twice, but it would not work. Installed version 1.7. 2. Fse confirmed remote smart service connection and observed customer successfully access the station. The system functioned as intended after the a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es machine rebooted on its own three different times. The customer was unable to log in and stated that the biometric identifier was not working. The original error message displayed on the screen was, the system could not find the file specified. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.